Event description:
Dr was starting approach with a merit medical micropuncture set. Wire became tangled up. Opened second cook wire, which then frayed while in the patient. Wire was completely removed under imaging. Reference report mw5115687.